Manufacturer narrative:
The customer reported, on (B)(6)2023 "cystotome was being used during a procedure and it cracked while in the eye. The customer reported the piece was removed with forceps and the incident prolonged the procedure time. According to the customer, the patient is "ok as far as we are aware". A sample has been requested for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Cystotome cracked while in the eye.